Event description:
It was reported that the patient's blood glucose levels reached 275 mg/dl while wearing the pod between 4 and 24 hours on the leg. Ketones were tested and the results were (B)(6). As treatment, insulin was delivered and patient drank water and exercised.

Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear and cause a leakage. It could not be determined when the tear occurred or if it contributed to the reported event. Although a tear was observed on the exposed portion of the soft cannula, the timing and cause could not be conclusively determined. Cracks were observed on the top housing and bottom housing. Although cracks were observed on the device, this did not affect the functionality of the device. No timeouts or drive stalls were observed that could indicate a failure of the pod to deliver insulin. The commutator cap was inspected and found damage on the tab of the cap where the point of contact of the springs interact. Although damage was observed, this did not affect the functionality of the device as the data is normal and does not reflect this abnormality. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.